Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 4mm x 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 6 atmospheres (atm). An unknown device was used as a replacement and was inflated without issue. There were no reported injuries to the patient. This was during a procedure to treat a superficial femoral artery (sfa) lesion, a non-cordis .035 guidewire was inserted across the lesion prior to the use of the powerflex pro pta balloon catheter. The device will not be returned for evaluation.

Event description:
As reported, a 4mm x 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 6 atmospheres (atm). An unknown device was used as a replacement and was inflated without issue. There were no reported injuries to the patient. This was during a procedure to treat a superficial femoral artery (sfa) lesion, a non-cordis .035 guidewire was inserted across the lesion prior to the use of the powerflex pro pta balloon catheter. Additional information was requested but was not provided. The device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, a 4mm x 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 6 atmospheres (atm). An unknown device was used as a replacement and was inflated without issue. There were no reported injuries to the patient. This was during a procedure to treat a superficial femoral artery (sfa) lesion, a non-cordis .035 guidewire was inserted across the lesion prior to the use of the powerflex pro pta balloon catheter. Additional information was requested but was not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82246856 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " balloon burst at/below rbp¿ could not be evaluated. With the information provided, without the return of the device, and with no procedural films/images, the cause of the reported event could not be determined. As per the IFU, use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.